Manufacturer narrative:
One medfusion pump was received with the right plunger case cracked. The event history log was reviewed and there was a "check clutch/plunger lever" error. Occlusion tests were performed and the reported issue was able to be duplicated. The clutch halves were replaced to resolve the issue. The leadscrew and spring were replaced as a preventative measure; the parts were over 3 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a reverse travel coarse error. There was no patient involvement.